Manufacturer narrative:
This report contains corrections to the aware date.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported. Information was later received that this lead had recorded chronically high impedance values. A commanded shock had been performed the year prior and however a out of range shock impedance value was recorded and the decision was made to replace the lead at the time the associated pulse generator required normal replacement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to the aware date, b5: describe event or problem, and h6: impact codes upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment was returned, severed approximately 110 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies, explant related damage was noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported. Information was later received that this lead had recorded chronically high impedance values. A commanded shock had been performed the year prior and an out of range shock impedance value was recorded and the decision was made to replace the lead at the time the associated pulse generator required normal replacement.